Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer suspect the displayed spo2 values were inaccurate when compared with another radical 7 on the same patient. Additionally, the customer reported that the device cannot interface with an rds-3. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on; however, communication could not successfully be established between the docking station and the device. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Manual and preset simulation tests all passed, the customer's complaint in regard to parameter values not being correct could not be duplicated. Internal inspection revealed 3.3v was present on pin (5) of (j5) docking station interface even though that voltage should only be present when the device is in the docking station. A faulty chip (u22) on the instrument board caused communication error between the radical-7 and the rds. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data: (report source) was updated from "foreign and user facility" to "user facility, foreign, distribution and company representative".